Event description:
Additionally, healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening. Weight measurement identified device was underweight. A microscopic analysis was performed which identified crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis, the final assessment is a crease sharp opening on posterior due to a fold flaw opening and non-penetrating nick. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.